Event description:
A us distributor reported that a battery charger had a power connector problem and will not power up.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem, will not power up) was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.